Event description:
The customer reported a fluid leak when using the unicel dxh 800 coulter cellular analysis system. The leak was approximately 5cc of fluid and was contained within the instrument. The customer also reported low differential and nucleated red blood cell event flags were generated by the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The operator was wearing personal protective equipment of lab coat, gloves, and face shield. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and identified a loose qd8 (quick disconnect) within the sample aspiration module. The fse tightened qd8 resolving the leak and low event flags. (B)(4).